Event description:
It was reported that upon interrogation, the pulse generator exhibited frequent lockout of rf telemetry. The device was programmed. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).